Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate an implanted device. Another programmer was used to finish the interrogation. The status of the original programmer is unknown. No patient complications have been reported as a result of this event.